Manufacturer narrative:
Batch review performed on 19 august 2021: lot 113530: (B)(4) items manufactured and released on 21-oct-2011. Expiration date: 2016-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain and instability due to a leg a length discrepancy and the cause of the leg length discrepancy is unknown. 9 years and 1 month after the primary surgery, the surgeon revised the head and the surgery was completed successfully.